Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the outcome and the root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested for events that occurred with this subcutaneous implantable cardioverter defibrillator (sicd). One day post implant, there was an untreated event with a wandering baseline and it was noted that smartpass had been disabled due to low amplitudes. Noise and oversensing were identified. Two days post implant, there was another untreated event and a treated event which was an inappropriate shock. A boston scientific technical services consultant discussed the timing of the events suggests air entrapment occurred as a result of the implant procedure and usually is re-absorbed by the body over time. The caller noted that this was the physician's first s-ICD implant. No adverse patient effects were reported. Additional information was received over four years post implant requesting review of another untreated event and three additional inappropriate shocks. Automatic set up was performed and failed in all vectors. The device was programmed sec 2x, rigorous postural testing was performed with no oversensing of noise, only n markers. The consultant recommended troubleshooting and to enroll the patient in latitude. The system remains in service and no additional adverse patient effects were reported.